Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag had particulate matter in the administration port. The particulate matter was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufactured between march 03, 2019 to march 05, 2019. H10: the device was received for evaluation. A visual inspection was performed which revealed floating white particulate matter inside the fluid pathway of the bag. Magnification verified a floating curved white shaving that appeared to be a plastic piece. The particle was further isolated and analyzed using fourier transform infrared spectroscopy; spectrum of the particle was consistent with acrylonitrile butadiene styrene (abs). The reported condition was verified. The cause of the condition was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.